Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead repeatedly dislodged, and unacceptable electrical parameters were also observed. The physician decided to explant the lead, but was unable to retract the helix from the fixation site. Various attempts to extract the lead were made, the helix part was gradually stretched and eventually torn as a result. The lead was partially explanted, and the procedure was completed with a replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.